Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called to get assistance to see the information of carelink connect app. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6111.

Manufacturer narrative:
An attempt replicate this issue was not needed as the issue in question was actually designed software behavior. The issue is not confirmed. Testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4).: after conducting a thorough investigation, we have found that the care partners was receiving a no data error because the a patient was not ingesting data at the time. This is most likely due to internet connection issues on the patient end. The patient appears to be ingesting data regularly now. For future issues, please ensure patient is ingesting data as if the patient is not ingesting this can cause a no data error for the cp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.